Event description:
Additional information received from the health care provider (hcp) reported that the patient recovered without sequelae and there was no hospitalization.

Event description:
It was reported that the patient had her device and leads removed due to infection in her back on the right side. A new device and leads were placed last month on the patient¿s left side and so far, successful. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3889-28 lot# va06101, implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).